Manufacturer narrative:
The manufacturer has received the device and is following up with the healthcare facility to retrieve further information on the event. A follow-up report will be submitted upon completion of device investigation and/or receipt of new details.

Event description:
The manufacturer was notified of an intraoperative explant of a perceval plus valve size l. The following provides a summary of all information currently available to the manufacturer. The surgeon completed replacement of the ascending aorta using a 28-mm graft and implanted a pvf-l valve for aortic valve replacement. After bypass, significant aortic regurgitation was observed on the valve. Consequently, the perceval plus valve was explanted and replaced with another prosthetic valve of unknown model and size. No further information is available at this time.